Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
During the meniscal repair surgery, the gun got faulty. One of the implant got deployed and when 2nd implant was forwarded, they grey trigger of gun got faulty before firing. That implant was discarded by the surgeon. The new implant was loaded on the gun but it did not fire. The following additional information was provided via email from the affiliate on (B)(6) 2015 the first implant was left inside as the it was behind the meniscus. The procedure was extended about 45 mins as the surgeon was using omnispan implant for the first time. Competition implant was used to complete the procedure as the surgeon had called for snn implant as well. See associated medwatch # 1221934-2015-00928.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that the needle is stuck on the main push rod, and the main rod is significantly stretched and damaged. This damage indicated that. Both triggers were tested for functionality. Both triggers functioned without sticking or issues, indicating that the failure was not caused by a mechanical failure of the applier. This complaint can be confirmed. It appears that the main pusher rod was jammed under the sliding implant. The sliding implant was unable to be moved utilizing the gray or red triggers, thus again confirming the jamming condition. It was also noted the sliding implant had moved from its original position and was located on the ramp, which is typical of a movement due to interaction with surrounding structures around the area of repair. Upon examining the device further, it was determined a mid-section, not the tip, of the push rod was jammed below the sliding implant. As noted above, the sliding implant has moved forward causing the implant to jam on the incline on the needle. Since the tip of the pusher rod is not jammed under the implant, it can be determined that the gray trigger was held depressed (causing the pusher rod to remain in the advanced position) while the surgeon pulled the device from the meniscus after the 1st deployment. While pulling out of the meniscus to prepare for the 2nd deployment, the meniscus or a surrounding structure caused the sliding implant to move down the ramp, while the gray trigger was held down. These conditions could lead to the implant and pusher rod occupying the same space, thus causing the jamming condition. Therefore, the jamming condition can be attributed to use error of holding the gray trigger while moving around in the meniscus. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the meniscal repair surgery, the gun got faulty. One of the implant got deployed and when 2nd implant was forwarded, they grey trigger of gun got faulty before firing. That implant was discarded by the surgeon. The new implant was loaded on the gun but it did not fire. The following additional information was provided via email from the affiliate on 7-30-15 the first implant was left inside as the it was behind the meniscus. The procedure was extended about 45 mins as the surgeon was using omnispan implant for the first time. Competition implant was used to complete the procedure as the surgeon had called for snn implant as well. See associated medwatch # 1221934-2015-00928.